Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the reamer head for reamer irrigator aspirator 2 was compromised during the procedure. There were fragments generated and were easily removed without additional intervention. The portion of the reamer head that is connected to the reamer shaft broke off. A second reamer head was available but not needed as further reaming via ria was not needed. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device: unknown drive shaft (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 10.0mm reamer head for ria 2 sterile (p/n: 03.404.016s, lot number: 35p0864) was received at us customer quality (cq). Upon visual inspection, the portion of the head with gear that connects into the spline distal end of the drive shaft was missing. One retrieved piece after the head was shattered was returned with the head. The cutting teeth of the device look sharp and display no damage of physical alteration. Device failure/defect identified? Yes. Dimensional inspection: dimension inspection could not be performed on the returned device due to its broken condition. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the visual inspection of the 10.0mm reamer head for ria 2 sterile (p/n: 03.404.016s, lot number: 35p0864) revealed a portion of the head with gear that connects into the spline distal end of the drive shaft was missing. It is likely that the missing portion or fragments occurred when the head shattered during the procedure. No definitive root cause could be attributed to this complaint but it is likely that the use of excessive forces during the cutting into bone contributed to the device failure. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:03.404.016s, synthes lot number: 35p0864, supplier lot number: n/a, release to warehouse date: dec 19, 2019, expiration date: dec 31, 2029, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.